Event description:
The customer reported an coulter act diff 2 analyzer generated quality control (qc) results that were out of specification. Beckman coulter (bec) customer technical support (cts) sent the customer s-cal and spare parts. However, prior to receiving the parts, the customer reported red blood cell (rbc) reproducibility was failing. The customer did not proceed with calibration and bec field service was dispatched. There were no erroneous patient results generated in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced lv8 and associated tubing, the probe wipe and associated tubing, the vacuum filter, and the vacuum isolator chamber. (B)(4).